Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusions alarms when none present, which was not reproduced during evaluation. A review of the event history log identified upstream occlusions alarms when none present. The visual inspection found the cause was the ultrasonic sensor tape was damaged. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none present. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.